Manufacturer narrative:
(B)(4). Date sent: 6/29/2017. Batch # unk.

Event description:
It was reported that before an unknown procedure, it was found that the package was damaged before opening. The blister was cracked and the sterility of the device was compromised. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.